Manufacturer narrative:
Eval summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional info has been requested but not received to date. (B)(4).

Event description:
A customer reported the following an intraocular lens (iol) implant procedure, the pt experienced blurry vision. The surgeon noted there was an overcorrection of cylinder. The lens was exchanged approximately two weeks later. Additional info has been requested but not received to date.